Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardiac monitor unable to be interrogated. The device was explanted. The patient's condition was stable.

Manufacturer narrative:
Changed report type to "malfunction" only product problem should be checked. No adverse event reported no intervention was required. Device explant was incorrectly reported. Field clarified that the device remained implanted. Changed to malfunction.

Event description:
New information received clarified that the device was not explanted. The implantable cardiac monitor was successfully interrogated after other radio frequency interfering objects were disabled or removed from the environment.